Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a reoccurring insulin flow block alarm. Customer stated that they had tried different cannula lengths. Customer stated that the insulin was not being reused, mixed, or an insulin expired or denatured and they had rotated their sites. Customer stated that the tubing was neither bent nor kinked. Customer also stated that they have tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.